Manufacturer narrative:
Insulin pump received with broken reservoir tube lip and missing reservoir tube o ring. Unit received with no button response due to flattened (escape, act, up and down) button dome switch (no crease). The keypad connector on j2 or lcd is locked properly during visual inspection. Unable to verify motor error alarm and perform displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test due to no button response. Motor passed motor test. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.

Event description:
The customer's wife reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.